Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was repositioned and good thresholds were obtained. The patient was stable following the procedure and would be monitored.

Manufacturer narrative:
(B)(4).